Manufacturer narrative:
Continuation of medical devices: dtba1q1 ICD implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had no capture. Additional information obtained reported the lead had ¿shifted¿ during left ventricular assist device (lvad) implant. It was further noted the lead did not fully dislodge and no chest x-ray was performed to confirm. The lead was turned off. No patient complications have been reported as a result of this event.